Event description:
Analysis of the returned suspect usb to db9 serial adapter cable was completed. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
.

Event description:
It was reported that the physician's vns programming tablet encountered a usb to db9 serial adapter cable failure. A new cable was sent to the physician. The suspect cable has been received by the manufacturer for analysis. However, analysis has not been completed to date. No additional relevant information has been received to date.